Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient age and gender unknown, the device issued a shock advised prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device displayed an incorrect heart rate. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The clinical data file from the event was returned and evaluated. Review of the provided data file indicates there was a change in the patient's ECG rhythm that caused the device to start counting other components of the waveform erroneously. It was determined that the device temporarily displayed an incorrect heart rate due to the atypical nature of the patient's ECG at the time. This factored into the determination to advise shock. The library will be updated with this electronic file for future releases. No trend is associated with reports of this type.